Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit, when insufflating the belly, the equipment continued to insufflate even though patient's belly was well insufflated. The issue occurred during the beginning of a laparoscopic cholecystectomy procedure. There were no reports of patient harm. The procedure was delayed approximately 10 - 15 minutes while the patient was under anesthesia. The procedure was completed with the same device.

Manufacturer narrative:
Correction to h10 of the initial report, the device was returned and evaluated where the reported event could not be replicated and no abnormality was found. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.